Event description:
Consumer stated that she purchased a walker to get around and the front left wheel broke off and then the other one fell off and she had to get someone to come to repair it, she eventually purchased another one 6 months ago and the wheel fell apart which almost caused fatality she was near the stairs and if there was no railing there she could have been severely injured falling down the flight of stairs. Consumer is concerned that these walkers are a safety hazard and should be investigated. Purchase (B)(6) 2010, this date is an estimate. Retailer: (B)(6).